Event description:
False reactive advia centaur xp (B)(6) results were obtained by the customer on a pt sample and confirmed reactive with confirmatory testing. A reacted results was reported. The pt was later redrawn for repeat (B)(6) testing and the results were reactive not confirmed. A non reactive test result was reported. There was no known report of pt treatment being altered or adverse health consequences due to the confirmed false reactive advia centaur (B)(6) assay test results.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false reactive advia centaur xp (B)(6) test results. The customer does not require a site visit. The instrument is performing within specifications. No further evaluation of the device is required.